Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc) with no asystole and an observed lead fracture. No additional adverse patient effects were reported.